Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed. No samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that 5 pen needle 32 x 4 5 b ema were unable to inject insulin and difficult to operate/not working functioning prior to use. The following information was provided by the initial reporter: customer advises no insulin is coming out of the pen needle. For son, (B)(6) years old who is newly diagnosed. Tried needle on different pens and insulin and consistently found the issue was the needles. First noticed (B)(6) 2020 and before that had not noticed any issues. Only found an issue with this box.